Event description:
It was reported that the compressor did not deliver air. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. The reported problem could not be reproduced. According to our fse (field service engineer) the compressor was turned off for a longer time. Afterwards, when the compressor was turned on again, it functioned properly and was cleared for clinical use. No parts were replaced in order to resolve the reported issue, hence the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).